Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
While dr. (B)(6) was performing a lumbar fusion using the expedium system, at first the probe was used to create a channel inside the pedicle (for subsequent screw insertion) and the patient's hard bone made it such that the probe's distal end broke inside the patient. This piece was subsequently retrieved with a pair of vice grip and nothing was left inside the patient. Unfortunately, this piece was not kept by the nurse and as such was thrown out. Patient is stable. No information was obtained on the patient and I was not present for surgery. As well, when dr. (B)(6) was performing final tightening, the distal end of the torque drive shaft slightly stripped. This is probably due to repeated use. In both instances, no significant delay was obtained and surgery was performed with similar instruments. Both instrument break occurred on the same patient, with the same surgeon. I have nothing further to add.

Manufacturer narrative:
The expedium straight pedicle probe (product code: 2797-02-010, lot number: nw121620) was returned to the complaints handling unit (chu). The probe was fractured approximately 20mm from the distal tip. The fractured tip was not returned for evaluation. The probe was subsequently submitted for fracture analysis. An optical image of the fractured surface the probe reveals plastic deformation at the outer surface and torsional shear markings following a circular pattern. The plastic deformation at the outer surface indicates a torsional overload of the fractured tip. This suggests the fractured tip underwent a quasi-static overload torsional shear failure starting at the outer surface and extending to the center of the shaft, the potential fracture termination site. No material defects or other abnormalities were observed in this analysis. This probe is within the hardness specification guidelines. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the probe tip breaking cannot be determined from the sample and the information provided. The results from fracture analysis have determined that a probable root cause may be a quasi-static overload torsional shear failure due to unexpectedly high forces placed on the probe during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.